Event description:
A care giver (cg) contacted (B)(4) regarding an over-prime that occurred on the home choice (hc) unit at prime. The cg stated that a little water came out of the patient line in prime. The technical service representative explained to the cg that it was ok; the cap was still on the patient line. There was no patient injury or medical intervention reported. No further information is available at this time.

Event description:
A customer contacted baxter's technical service center to report receiving system error 2240 with the homechoice (hc) machine during dwell 2. The technical service representative (tsr) assisted the home patient's (hp) caregiver (cg) to start over with new supplies and inform the nurse of the alarm. Product surveillance contacted the cg on (B)(6) 2010. According to the cg there were no leaks or holes in the cassette or tubing. The cg stated that they resumed therapy with manuals that night and used new supplies the next day. The patient resumed therapy. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). The sample was discarded, therefore, baxter cannot determine root cause. Since the lot number is unknown a batch review will not be performed.

Manufacturer narrative:
(B)(4). This complaint of a system error 2240 was not confirmed due to a lack of sample; therefore the assignable cause was not determined. A batch review was not performed as the lot information was not available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).